Event description:
The manufacturer received information alleging a ventilator inoperative alarm occurred while a trilogy evo, korea device was in patient use. There was no harm or injury reported. The trilogy evo, korea ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. An evt_motor_shutdown error was discovered in the device's event log. The system board and blower assembly were replaced to address the issue. Additionally, evt_mcl_foc_shutdown and evt_motor_flux_magnitude_runtime errors were documented and addressed with the replacement of the system board and blower assembly. Two in-line filter.prox are clogged with dust and were replaced. The device's muffler assembly and air inlet foam filter were replaced for four-year preventive maintenance requirements. The unit passed final test.